Event description:
It was reported that one day post implant, the patient's right ventricular (rv) lead dislodged due to difficult patient anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.